Manufacturer narrative:
At this time, the device is in possession of the hospital. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pacing impedance measurements of greater than 2000 ohms, and the device migrated. A surgical revision was performed and the device was explanted and replaced. It was noted that the patient's rv lead appeared fractured in the pocket. No additional adverse patient effects were reported.